Manufacturer narrative:
Device return evaluation was completed. Device evaluation and inspection found, the nozzle is clogged with foreign material. The customer reported issue of air insufflation problem could be confirmed and likely, attributed to the clogged nozzle. Furthermore, the following findings during inspection were noted on the device: low angulation in (up/down/right) u/d/r angle. Play on control knob observed. Distal end (d/e plastic) cover noted with blunt scratches. A-rubber glue (bending section) peeling noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the surgeon was unable to get air insufflation at the start of the case. When the surgeon submerged the distal end of the scope into water to check for air insufflation, there were no "air bubbles". There was no patient harm, no user injury reported due to the event. Device evaluation found the device nozzle is clogged with foreign material. This report is being submitted for clogged nozzle (insufficient reprocessing, handling issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates: communication with the customer, the following information conveyed: the reported problem occurred at the start of the case. The procedure is endoscopic submucosal dissection. Gif-hq190 is the scope model used as a replacement for the device and intended procedure was completed with this replacement device. Device was inspected prior to use and during the check , the problem was discovered- no air insufflation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter. The foreign material was unable to be identified. There was no reported nozzle deformation. There were no deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds. See section d2.